Event description:
Information received from the field notes that pauses were observed during which time the patient became symptomatic. Capture and sensing thresholds appeared stable. Oversensing of noise was observed at 2 mv and when programmed to 4 mv, the oversensing was intermittent. In the bipolar config- uration, the impedance increased from 700 ohms to 1003 ohms when the patient sat up. The device was programmed to unipolar pace/sense and 6 mv sensitivity.